Manufacturer narrative:
(B)(4). One spring wire guide (swg), tray, lidstock, and several other components were returned for evaluation. A visual exam was performed and it was observed that the swg advancer was damaged/compressed and stuck on the distal end of the swg. The swg was kinked 2.5cm from the end cap and the j-tip of the swg was observed to be deformed inside the advancer cap. The tip of the advancer straightening tube was also found to be damaged. No damage was observed on the tray or lidstock. The length and diameter of the swg were measured and found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. A DHR review performed on the swg assembly and the finished kit did not reveal any manufacturing related issues. The report that the swg was found deformed was confirmed by evaluation of the returned sample. The swg advancer cap was compressed onto the distal tip of the wire guide and the swg was kinked/deformed. Since it appears that the swg was damaged during the sealing process, the probable cause of this issue is packaging related. Nonconformance request (B)(4) has been initiated to further investigate this issue.

Event description:
The customer alleges that the swg (spring wire guide) was found deformed and couldn't be inserted through the introducer needle.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the swg (spring wire guide) was found deformed and couldn't be inserted through the introducer needle.